Manufacturer narrative:
The surgical images were reviewed and the following was noted: the surfaces for the lens and cornea were detected correctly. The ak incision was positioned correctly. The fragmentation pattern was dense and many laser shots were fired. Docking was tilted but the software accounted/corrected for it. The capsulotomy broke through into the anterior chamber as programmed. The many laser shots fired, based on the pattern, may have stressed the capsule but it cannot be conclusively determined that the laser caused the rupture. The doctor completed several more surgeries that day with no issues. The vitreo retinal surgeon operated on the patient and removed the posterior dislocated lens fragments and sutured the lens implant to the iris. No post-operative results were sent by the vitreo retinal surgeon but the doctor believes the patient is doing well.

Event description:
On (B)(6) 2017 a doctor reported that patient had unexpected capsule rupture on (B)(6) 2017, necessitating vitreo retinal surgery to remove posterior dislocated lens fragments.

Manufacturer narrative:
Additionally, only certain fragmentation patterns are allowed by the system, one of which was selected by the surgeon, and it was verified to have been executed exactly as designed. There were no anomalies during the surgery. 25 surgeries have been performed on this unit from (B)(6) thru (B)(6) and there have been no complaints generated from those surgeries by the site.

Event description:
On (B)(6) 17 a doctor reported that patient had unexpected capsule rupture on (B)(6) 2017, necessitating vitreo retinal surgery to remove posterior dislocated lens fragments.

Manufacturer narrative:
The surgical images were reviewed and the following was noted: 1) the surfaces for the lens and cornea were detected correctly 2) the ak incision was positioned correctly 3) the fragmentation pattern was dense and many laser shots were fired 4) docking was tilted but the software accounted/corrected for it 5) the capsulotomy broke through into the anterior chamber as programmed the many laser shots fired, based on the pattern, may have stressed the capsule but it cannot be conclusively determined that the laser caused the rupture. The doctor completed several more surgeries that day with no issues. The vitreo retinal surgeon operated on the patient and removed the posterior dislocated lens fragments and sutured the lens implant to the iris. No post-operative results were sent by the vitreo retinal surgeon but the doctor believes the patient is doing well.

Event description:
On (B)(6)17 a doctor reported that patient had unexpected capsule rupture on (B)(6)2017, necessitating vitreo retinal surgery to remove posterior dislocated lens fragments.